Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (sn#(B)(4)) displayed "mid:14" (bg power supply) error message was confirmed during initial functional testing and event log review. Based on the investigation findings, the root cause of the mid:14 (bg power supply) error message was due to a defective danfoss module controller, as a result of normal wear and tear and/or due to a defective component. The thermogard console was manufactured in june 2015, and has reached its expected serviceable life of 5 years. The sencodary reported complaint of the thermogard system displayed a "circulation" error was not confirmed during functional testing. During the visual inspection, observe no physical damage on the thermogard system. During event log review, multiple mid:14 (bg power supply) were recorded, thus confirming the reported complaint. The thermogard console failed the initial functional testing due to the mid:14 error message displayed upon powering on. The defective danfoss module controller needs to be replaced to remedy the fault. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with sn (B)(4). .

Event description:
During ivtm therapy, hospital staff noticed the saline bag was on the floor, it was accidently dropped and the thermogard xp ivtm system (sn#(B)(4)) displayed a "circulation" error. The start-up kit (suk) was reprimed and then half an hour later, the system displayed "mid:14" (bg power supply) error message. Several attempts for rebooting were made, but the problem was not resolved. Another thermogard console was used to continue with treatment. No consequences or impact to patient.